Event description:
Customer stated that, "customer used the needle and when finished, pushed it into the needle sheath which was in the dental tray. To tighten the needle in the sheath, customer pushed the syringe, with needle, into the lip of the tray for back pressure. When customer picked up syringe customer touched the needle sheath and found that the needle had not gone in straight. It had bent up on itself and ended up partially sticking out of the sheath and customer stuck self.